Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump emitted several alarms daily for the past week. Review of the alarm history showed that the pump emitted low battery, replace battery, low cartridge and empty cartridge alarms. The patient confirmed that the pump still has audible tones and vibrations. The patient alleged that the time on her pump was incorrect and it said 10:35pm when it was actually 10:38am. There is no reported adverse event with this complaint. This report is made based on the allegation of the unusual product issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow up #1 (B)(4) device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed information from the reported date of complaint had been overwritten due to continued patient use. The battery cap returned that was returned with the pump was noted to have stripped threads and the battery cap was not able to maintain electrical connection when attached to the pump. A test battery cap was used to complete investigational testing and allowed the pump to power on normally. The display screen was noted to be dim and discolored. A test screen was attached to the pump and illuminated properly. On testing, the pump was able to be properly primed. The force sensor was tested and found to be calibrated within specifications. The pump was exercised for (B)(4) without alarm or failure. The pump was opened for investigation and did not reveal any evidence of damage or defect of the interior pump components.